Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value at the time of incident was 40mg/dl and current value was 248mg/dl. Customer treated high with glucose tablets and low with food. Customer alleged the pump of under delivery. Insulin pump will not be returned for analysis.